Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th june 2025, it was reported by an arthrex's employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the eyelet split off. This was detected during a right rotator cuff injury repair surgery on (B)(6) 2025. The case was completed successfully by changing to a new ar-2324bcc. There was no patient harm and no secondary procedure required.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc batch 15332451 was received for evaluation. Visual inspection noted that the device eyelet was broken off, with a piece remaining inside the shaft. No damage to the suture and/or molded hand was observed. No issues were found when the inner and outer molded shafts were unscrewed. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and misalignment of the device during insertion.